Event description:
It was reported that during a left lower leg angioplasty, guidewire component separation occurred. The 70% stenosed target lesion was located in the moderately calcified and mildly tortuous anterior tibial artery. A 300cm journey guidewire was selected to advance on the occluded target lesion but the distal tip of this device "came off." They were able to snare it and pulled the tip out. The procedure was completed with a different device. They tried to fix the two vessels, the anterior tibia and the peroneal tibia but they only fixed the anterior tibia. No complications were reported and the patient's status was fine.

Event description:
It was reported that during a left lower leg angioplasty, guidewire component separation occurred. The 70% stenosed target lesion was located in the moderately calcified and mildly tortuous anterior tibial artery. A 300cm journey guidewire was selected to advance on the occluded target lesion but the distal tip of this device "came off." They were able to snare it and pulled the tip out. The procedure was completed with a different device. They tried to fix the two vessels, the anterior tibia and the peroneal tibia but they only fixed the anterior tibia. No complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device returned to MFR: the journey guidewire was received with no original packaging or other devices. The distal tip was detached. The core wire and high torque sleeve (hts) were fractured. The remaining hts measured 6.5" long from the fracture to the adhesive ramp. Length measurement was obtained using a calibrated steel rule. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).